Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to failure of circuit board inside scope connector occurred due to water that invaded the scope connector by reasons such as the following: stress applied to open venting connector accidentally while device was under water. Foreign material such as fragments of cleaning tool got stuck in valve of venting connector which made venting connector unable to be closed. Water invaded leak test air tube by breakage/misconnection of the tube, breakage of packing at reprocessor/the tube, or the like during using reprocessor. The invaded water entered scope connector during leakage test. Immersed device in fluid for reprocessing while sterilization cap was attached. Connector cap of leakage tester was attached to wet venting connector. Leakage tester was attached/detached while device was under water. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states as follows: 1.4 warnings and cautions: ¿before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged.¿ 5.4 leakage testing of the endoscope: perform the leakage test: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a no image issue when using the evis exera iii bronchovideoscope. During the evaluation and testing of the returned device, a b30 no image error was found and there was heavy dry corrosion on the scope connector. There were no reports of patient harm associated with this event. Additionally, customer reported the issue occurred before the start of the therapeutic procedure. No additional devices were used in the procedure (bimenoscopy) was completed without delay, and with a similar device (serial # (B)(4)). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. The evaluation found a b30 no image error and there was heavy dry corrosion on the scope connector. The evaluation also confirmed a data error when performing the exera ID data verification, dry corrosion on the control body, the bending section cover glue was chipped and the cover failed the e-continuity test, there was no up and down on the angulation, no movement on the control knob and the light guide tube was buckled. A supplemental report will be submitted upon completion of the investigation.